Event description:
It was reported that a pt suffered staining of the mouth and "chemical burns" on the face after a procedure using a tee probe. The rptr alleges that the symptoms were caused by cidex opa residue on the tee probe. Symptoms remained for a period of one week. A copy of a maude event report (ref. Mw1024108), rec'd from the cdrh on 3/28/2002 appears to be a user report of this same event.